Event description:
Patient reported left side capsular contracture, baker grade IV, and "sore, hard lumpy breast". The device has been explanted.

Event description:
Patient later confirmed baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ lump/nodule: unable to observe as it is not related to the device. As per the investigation procedure, wear abrasion, creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required for these observations.

Event description:
Patient reported capsular contracture, baker grade IV, and "sore, hard lumpy breast". The device has explanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported, capsular contracture, baker grade unknown. And "sore, hard lumpy breast". The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3.

Event description:
Patient reported capsular contracture, baker grade IV, and "sore, hard lumpy breast". The device has been explanted and replaced with another manufacturer's device. This record relates to the left side.